Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-21329. Reference MFR report: 1627487-2014-21330. Reference MFR report: 1627487-2014-21331. It was reported, the pt has not used-charged the scs sys for approximately a year due to ineffective stimulation. As a result, communication could not be established with the ipg using multiple external devices. Surgical intervention took place to explant and replace the ipg. When the lead was tested intra-operatively, all the contacts tested invalid. The physician observed the anchor was broken and the lead wire was frayed. As a result, the lead, extension, and anchor were explanted. Part of the anchor was left implanted due to scar tissue. Additionally, the new lead (device 4) was unable to provide effective neck stimulation intra-operatively. The physician decided to explant the lead and abandoned the procedure. The pt does not have an scs sys implanted at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.